Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -11.0/+1.5/075 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged with a shorter lens due to excessive vault and significant reduction of irido-corneal angles (ica). The problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro-centrifuge vial with moisture and residue on the lens. Visual inspection found residue on the lens and no visible damage to the lens. Claim#: (B)(4).